Event description:
Pt underwent a l tkr in 2004. On their first postoperative visit it was noticed that the polyethylene insert had disengaged from the locking mechanism. In 2004 the pt underwent revision l tkr, removing the disengaged polyethylene and replacing the insert with a new postrior - stabelized insert.